Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations throughout its length. The embolization coil was intact with the pusher assembly and had a fractured stretch resistant wire (sr wire). Conclusions: evaluation of the returned devices revealed both pusher assemblies were bent. This damage may have occurred due to forceful manipulation of the ruby coils during use. The damage observed on the pusher assemblies may have contributed to the ruby coils becoming stuck in the microcatheter during the procedure. Further evaluation revealed the first ruby coil evaluated could be advanced through the non-penumbra microcatheter, with some resistance experienced at the location of kink on the microcatheter. Evaluation of the second ruby coil evaluated revealed the sr wire was fractured. This type of damage typically occurs due to forceful retraction of the ruby coil against resistance. Evaluation of the non-penumbra microcatheter revealed it was kinked. If a ruby coil is forcefully withdrawn through a kinked microcatheter, it may contribute to the sr wire becoming fractured. The damage to the non-penumbra microcatheter may have also contributed to the ruby coils becoming stuck in the microcatheter during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01478.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. It was reported that during the procedure, two ruby coils became stuck in the other manufacturer's microcatheter. It was also reported that one of the two ruby coils (lot #f68237) "deployed" in the microcatheter. Both ruby coils were removed and the procedure was completed using another system without any further issues. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.